Manufacturer narrative:
Patient is a current smoker. The index procedure was prompted by stable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad and cx were treated with two resolute onyx des. The patient reported mild retrosternal pain immediately after index procedure and the following day ((B)(6) 2017) the patient suffered increased heart enzymes. The investigator assessed the event as not related to the device or anti-platelet medication. The sponsor assessed the event is not related to the device or anti platelet medication. The patient recovered. The outcome is reported as resolved. The cec adjudicated the event a non q-wave mi of the target vessel lad and cx, 3rd udmi peri-pci ((B)(6) 2017).